Event description:
It was reported that a patient presented in-clinic for a right ventricular (rv) lead procedure. Prior examination of the rv lead revealed high capture thresholds, and the physician suspected lead damage due to clavicle crush as the cause of the malfunctions. The rv lead was capped and replaced on (B)(6) 2022. During the procedure, the physician confirmed the clavicle crush damage to the lead visually. The patient was stable throughout.